Event description:
It was reported that the end user sustained a skin irritation from the torn arm pad on the power wheelchair. In addition, the mounting hardware is broken, the egg switch has a short, there are parts missing, and the motor brushes are not working.